Event description:
It was reported that prior to the procedure, the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion zone. No other anomalies were found.